Event description:
On (B)(6) 2014, the reporter contacted animas alleging that there was a button/keypad unresponsive issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/11/2014 with the following findings: there was no damage to the keypad. The up arrow had an intermittent response. Contamination was found under all of the button contacts when the keypad was removed.